Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The stent delivery system (sds) was returned for analysis without the proximal section of the hypotube including the catheter strain relief and hub. A visual examination of the crimped stent found severe proximal stent damage with struts bunched, distorted and lifted from the stent profile. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinking on the hypotube shaft and the shaft itself was broken at the point of a severe kink. The hypotube broke 570 mm from midshaft bond. A visual and tactile examination found several outer kinks in various locations along the length of the extrusion shaft. This type of damage is likely to have been caused by excessive tensile forces being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 13-feb-2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 90% stenosed, 32mmx3.5mm, concentric, de novo target lesion was located in the mildly tortuous and mildly calcified left anterior descending (lad) artery. After performing pre-dilatation with a 2.5x10mm maverick balloon catheter with 80% residual stenosis, a 3.50x38mm promus element long drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage and hypotube break.